Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a change in coverage and he had new pain in his back; the patient wasn¿t feeling stimulation when he increased the intensity to 10v. The patient was using group a which was programmed with electrodes 3 4 90us 1000hz, but the patient was on high definition parameters, so it was noted that it was normal for the patient not to feel stim on that group. The rep then stated that she added a group b with electrodes 0 1 14 15 100hz and 250us because of new back pain; the patient was able to feel stim with this group. The rep also reported that the patient normally charges for 1 hour each day but at the time of the report, he was charging for just a few minutes and the ins would reach 100%; the clinician programmer showed the duration of the charging session was between 0.1 and 0.4 hours per session. Impedance measurements were all within normal limits. The rep met with the patient and the healthcare professional (hcp) on (B)(6) 2018 and x-rays showed that a lead had migrated, and group impedances were normal. There were no reports of falls or traumas and the charging times had gone back to ¿normal¿ after reprogramming the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that with the change in programming, the recharging intervals have returned to normal. The reprogramming resolved the loss of stimulation and therapy issue. Programming based on the new x-ray helped to alleviate the patient¿s pain. The patient¿s weight was unknown at the time of the report. There were no further complications reported or anticipated.